Event description:
The patient was referred for a lead revision surgery. Prior to surgery it was noted that when the patient's device was checked in different positions, it was showing intermittent high impedance. During the surgery, the surgeon decided to replace the generator only and once connected to the lead the impedance value was within normal limits. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Diagnostic data was received which showed the impedance value being right around the high impedance mark of 5300 ohms. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. The device history records of the generator was reviewed and passed final quality and functional specifications prior to release. No further relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Patient presented with high lead impedance after recently undergoing a pocket revision. A design history records review was performed and the device passed all functional specifications. No known surgical intervention has occurred to date. No other relevant information has been received to date.